Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure event observed during analysis. Final analysis found insulation abrasion exposing the outer coils at 51.4 cm to 52.0 cm and at 51.5 cm to 52.1 cm from the connector pin. The abrasion was consistent with constant friction with another implantable device.